Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced on the first occurrence of the alarm. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.